Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Hub pins came out and could not lock again. Hub pin fly to somewhere. It happened both side.